Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. The device was observed to automatically shut down a few seconds after powering on and was unable to complete the power on phase. The investigation of the device found a short inside the on/off button created an electrical short across the on/off button which resulted in the button being electrically pressed even when not physically pressed. E1. Initial reporter phone number exceeded allowable field length, initial reporter phone number is as follows: (B)(6). E1. Initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: (B)(6).

Event description:
The customer reported the rad-g "will randomly start turning on and off when untouched." No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6). Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported the rad-g "will randomly start turning on and off when untouched." No patient impact or consequences were reported.